Manufacturer narrative:
Based on the claim against the product by the customer noting the knob was missing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed but the customer reported complaint was not replicated or confirmed. Visual inspection was performed, and the grip knob was observed to be installed on the mcs instrument. The grip knob was manually articulated, and the grip rod was observed to extend properly. No damage to the coupling was observed. Additional observations not reported by the site were also observed. The mcs instrument was found to have a broken tube adapter. As a result, the mcs accessory tip was unable to be installed. The broken pieces, measuring approximately 0.103" x 0.070" and 0.093" x 0.046" in size, were not returned with the instrument. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable event due to the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was noted that the monopolar curved scissors (mcs) instrument's knob was missing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the missing knob on the monopolar curved scissors (mcs) was found during the device inspection prior to the start of the procedure. The ports were not placed on the patient. The reported monopolar curved scissors instrument was not used for the procedure. The procedure was completed using a backup monopolar curved scissors instrument.